Event description:
Additional information was received stating that the vns patient¿s seizures often fluctuate and that this event is normal for the patient. The patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
Clinic notes were received indicating that the vns patient recently experienced an increase in seizures and that the patient¿s magnet was not effective in aborting seizures. The notes suggest that the patient¿s device was at end of service but it is unclear whether the device was actually at end of service. A battery life calculation using the available programming history showed approximately 0.1 years until end of service. The patient was referred for surgery but no known surgical interventions have occurred to date. No further information relevant to the event has been received to date.